Manufacturer narrative:
Upon review of the device history for the serial number (B)(4), it was determined that the device was manufactured on 08-may-2012 and is past the two (2) year expected product life as outlined in the glidescope operations and maintenance manual. Due to the age of the device and the fact there are no repairs available for the video baton the customer elected to replace the glidescope avl video baton 3-4. The video baton was not returned to verathon for evaluation, therefore the cause could not be conclusively determined. However, it is likely that the age of the device, five (5) years, caused or contributed to the event. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, the image would cut out if the cable is flexed near the baton handle. No delay in the procedure or use of a back-up device was reported. No harm to the patient was reported.

Manufacturer narrative:
The customer later elected to return their glidescope video baton 3-4. The technical service representative evaluated the returned video baton and confirmed the intermittent image when the cable of the video baton was manipulated. The technical service representative also noted damage to the cable near the baton handle. Since the customer received a replacement video baton and there are no repairs available, the returned video baton was scraped. Corrective action is not required at this time. Verathon will continue to monitor for trends.